Event description:
Dr inserted the wound drain following a surgical procedure, and when the drain was being removed the drain broke leaving a portion of the drain in the patient, requiring a second surgical procedure, possible catalog number for the product in question is jp-hur101 or jp-hur151. Customer did not respond to requests for dates (b3, d6 & 7).